Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right posterior atrioventricular branch of the right coronary artery (rca). A 28 x 2.50 non-bsc stent was advanced and deployed into the distal rca. Subsequently, a 24 x 2.25 promus premier¿ stent was advanced using buddy wire technique; however, the stent could not cross inside the deployed stent. When the device was removed, the physician noted that the stent was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(6).